Event description:
The hospital reported that during a coronary artery bypass procedure and after the aortotomy, the heartstring iii proximal seal did not come out of the system. A new unit was used to complete the procedure. The user is experienced using this product. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that the delivery device was returned separate from the loading device. The seal was outside the tube, and the tension spring assembly was inside the tube with the springs at the end of the tube. The green slide lock and the white plunger were not depressed on the delivery device. There was some evidence of blood on the seal and tension springs. Since the seal was out of the delivery tube with the springs inside the tube, it cannot be assumed to be a loading or deploying problem. Based upon these findings, the reported failure, "seal does not come out of the system" could not be confirmed. The seal came out of the loading device, with the springs in the delivery tube, and the seal came out of the delivery tube. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).